Event description:
No additional information was provided.

Manufacturer narrative:
Samples returned under (B)(4)- that investigation is as follows: it was reported that there was a leakage. 200 samples were returned for investigation. Evaluation of 59 samples were performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08 (dir 10000123008_08). The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected and an air under water pressure test was performed at 10 psi. No leakage was observed. The customer complaint was unable to be verified.device history record review for model mz5303 lot number 24039254 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim: "has there been any recent changes to the pressure rated extension set, IV connector ref mz5303? The nurses are reporting that they seem to be more difficult to apply and we are also getting reports from radiology that the extensions sets are leaking from the nurses not attaching the whole way.